Event description:
Customer reported receiving a freestyle result of 63 mg/dl at 8:30 am. Customer injected insulin (6,5 i.e). At 10:00 am customer began a bicycle trip. They tested and received a reading of 156 mg/dl. Customer decreased insulin pump rate to 70%. At 12:00 pm customer had a lunch break (beer, sausage, and bread). A blood glucose test at 1:30pm resulted in 204 mg/dl. Customer injected 1 i.e of insulin. At 3:00 pm a test result of 121 mg/dl was received. A small portion of ice-cream was eaten without insulin. Customer began to feel hypoglycemic at 4:30 pm and ate glucose. Customer received a reading of 145 mg/dl. Customer lost consciousness. At 4:45pm. Doctor's reading of 40mg/dl with another freestyle meter.